Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a partial lead measuring 17.2 cm. An external insulation abrasion was found 10.5 to 10.8 cm from the connector pin breaching the outer insulation and exposing the outer coil, consistent with friction to the device can.

Event description:
This report is to advise of an event observed during analysis.